Manufacturer narrative:
Pump received with cracked and bleeding lcd glass; unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked and bleeding lcd glass. Insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that customer was in a vehicular accident which caused physical damage of insulin pump and caused customer to break wrist. Customer reported that insulin pump was damaged at display screen. Customer was advised that insulin pump would need to be replaced.